Manufacturer narrative:
(D10): concomitant device(s): 315-35-00 - glnd kwire (B)(6). 320-02-42 - rs expanded glenosphere 42mm, +4mm offset: (B)(6). 320-10-05 - equinoxe reverse tray adapter plate tray +5: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). 320-20-00 - eq reverse torque defining screw kit: (B)(6). 320-42-03 - equinoxe reverse 42mm humeral liner +2.5: (B)(6).

Event description:
Approximately 5 year(s) and 2 day(s) post-operative of a revised right rtsa, it was reported via clinical study that the patient experienced septic loosening. It was further stated; failed baseplate of revision rtsa with gross purulence. In the earlier revision, the patient experienced instability and dislocation that was resolved with the removal of the humeral tray, humeral liner, glenosphere, and glenosphere locking screw. The patient underwent another standard reverse revision with the removal of the standard humeral stem, torque screw, humeral tray, humeral liner, glenosphere, glenosphere locking screw, glenoid base plate, and compression screw/locking cap. The outcome of this event is considered resolved and the clinical report indicates that this event is unlikely related to the device(s) and definitely related to the procedure.